Event description:
A report was received that a patient was explanted due to infection. The pt's symptoms were swelling and redness around the ipg and headaches. A culture was taken and it revealed that the pt was mrsa positive. The pt was prescribed antibiotics. The pt was reportedly doing well after the explant.